Event description:
"Baxter 10drops/ml - 2c8519s. Item number (137997) - found leaking from small pin hole in connection port during tpn infusion. Tubing and fluids changed. Product saved for materials to follow up with manufacturer." Manufacturer response for baxter 10drops/ml, baxter 10drops/ml (per site reporter) unknown.